Event description:
An unsubstantiated report was received from attorney which indicated that pt has submitted fully executed disease compensation program claim form stating she had been placed in category "b" due to the diagnosis of atypical connective tissue disease. (Refer to mdl-926 "in-re: silicone gel breast implants products liability litigation").